Manufacturer narrative:
According to the user facility, an investigation/repair of the ventilator is not needed or requested. The user facility reportedly checked the ventilator after the event. The low battery alarm in logs was verified. The batteries were verified as not fully charged. The battery operation was tested, which resulted as expected run time 90 minutes, but actual run time 12 minutes. When battery time is consumed there will be three additional alarms activated before the ventilator completely may shut down due to low battery voltage. After that a final power-out alarm will sound for at least 2 minutes. The batteries were replaced, the ventilator was operating properly and was put back into service. No parts were returned for investigation and no ventilator logs were provided. Since replaced parts were not provided for investigation, the root cause of the event has not been determined.

Event description:
A facilty medwatch report # (B)(4) was received on march 21, 2022 stating: "patient intubated and placed on a maquet servo-s mechanical ventilator. Patient was then transported to have a CT scan done. As entering the CT room, the servo-s ventilator alarmed and read "no battery capacity". Servo-s ventilator was immediately plugged into an outlet. CT was performed, prior to transporting the patient back to the trauma bay, the patient was placed on a hamilton ventilator."